Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of over 600 mg/dl. The customer delivered a bolus via the pump. The customer was uncertain of the suspected cause. A system check was performed with tandem technical support (cts) and no issues were identified with the pump or supplies. The customer acknowledged that the pump was working as intended. Cts advised the customer to consult with the healthcare provider.